Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-03497. Device product code - phx. Concomitant products: item# 00436003600; lot# 64812131. Item# 00434901013; lot# 64759362. Item# 01.04223.018; lot# 2942443. Item# 01.04223.018; lot# 2951969. Item# 00436201500; lot# 64465978. Report source: foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision approximately six (6) days post-implantation due to the glenoid head disassociating from the tray. Both the glenoid component and liner were exchanged in the revision. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon reassessment of the reported event, it was determined to be not reportable. Liner is not related to the event of disassociation of the head from baseplate. No allegations against the liner. It is common to explant the liner as the articulation surface was likely compromised from the head being free. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. Liner is not related to the event of disassociation of the head from baseplate. No allegations against the liner. It is common to explant the liner as the articulation surface was likely compromised from the head being free. The initial report was forwarded in error and should be voided.